Manufacturer narrative:
Other relevant device(s) are: product ID: 9733320rpend, serial/lot #: unk, ubd: unk, UDI#: unk. A medtronic representative went to the site to test the equipment. Testing revealed that the electromagnetic localization system port was intermittent. The electromagnetic localization system box was replaced. The system then passed the system checkout and was found to be fully functional. Device manufacturing date is unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a functional endoscopic sinus surgery (fess). It was reported that the emitter was displaying localizer disconnected. The representative was on site and the system was functioning fine. There was a reported delay of less than one hour, and no reported impact to patient outcome.

Manufacturer narrative:
Axiem port (product ID: 9733320; serial #: (B)(4)) was returned to medtronic hardware analysis team. During analysis, it was reported that the returned axiem was standalone tested and no issues were observed. All ports remained consistently tracking throughout the duration of testing. It was concluded that no issue could be found with the returned product. If information is provided in the future, a supplemental report will be issued.